Manufacturer narrative:
Device evaluation summary: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The daughter of a (B)(6) female patient contacted zoll customer support to report that the patient had developed a rash. Zoll customer support suggested removing the lifevest for an hour per day and applying cornstarch or hydrocortisone to the effected area. The next day the patient's nurse contacted zoll customer support to report that the alleged rash appears to be a burn under the rear therapy electrodes (tes). The nurse reported that the skin is tender and red but not bleeding, and she does not believe cornstarch or hydrocortisone will help. Later that day, follow-up with the nurse indicates the patient's physician believes that the patient should be seen at the ER for the skin irritation. On (B)(6) 2014, the patient's daughter reported that the patient went to emergency room with severe rash from the te pads. No additional follow-up is documented.